Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a separation at the tab. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, based on the reported information and the returned device analysis it is possible a interaction with tissue or a use error occurred preventing the plunger from being full pressed against the handle or preventing blow through of the posterior needle out of the foot. When the plunger was pulled a separation of the anterior cuff to anterior needle occurred due to the posterior needle still in the foot pocket. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, a cuff miss occurred since no suture was found upon plunger removal. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.